Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 470 mg/dl. Cause was not known. A correction bolus and manual injection were delivered to address bg, however the customer's bg level continued to rise. Customer became nauseous and visited the emergency room (ER) due to bg level, but did not receive any treatment as the bolus and manual injection eventually corrected the high bg. Customer was discharged the next morning with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.